Manufacturer narrative:
Additional information: g2, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.

Manufacturer narrative:
Correction to h6 code: investigation conclusion.

Event description:
During an atrial fibrillation procedure, air was aspirated when attempting to insert the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.